Event description:
During an elbow tenotomy procedure, the physician was using a topaz microdebrider with integrated finger switch. Towards the end of the procedure, the physician reported that the wand sparked. The procedure was completed and no pt or user injury was reported.

Manufacturer narrative:
The pt¿s age and gender were requested but were not received. Evaluation summary: visual inspection of the device found that the electrodes had excessive wear and the shaft of the wand was bent shaft. Saline was tested and performed properly. The manufacturer¿s instructions for use provide the following precaution: ¿do not use the wand as a lever to enlarge surgical site or gain access to tissue which may result in bent or detached electrodes, damage to device and/or cracked spacer.¿ a review of the device history records found no non-conformances associated with this manufactured lot.